Event description:
It was reported the patient experienced a shocking sensation occasionally at her scs ipg site whether her scs system was on or off. The physician considered the cause of the shocking sensation to be a possible neuroma and treated the scs ipg site with an injection which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.